Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Intestinal ulceration is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023 the j tube was removed as an intestinal ulcer was discovered. The stomach was given time to heal and a new j tube was placed in (B)(6) 2023.